Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, before the patient was ready to perform the hemodialysis, a routine examination of the catheter was performed by medical staff, and a crack was found at the catheter end interface which did not cause direct physical injury to the patient as it was found before use. Immediately discontinued the use of the catheter and replaced it with a new crack-free catheter with the same lot and ID on the same day of the event as a remedial action. The procedure was completed. It was explained and patient was reassured in detail to ensuring the patient was informed of the event and panic was removed. A full inspection of the same batch of catheters in stock was performed, and no other cracks were identified. The catheter was not repaired. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.